Event description:
It was reported that customer pump would not charge and customer suspected charging cable as cause, with pump battery at 2 percent. There was no reported impact to the customer¿s blood glucose level. Customer was unable to troubleshoot at time of call, planned to call back once at home, and used multiple daily injections as backup insulin therapy.